Event description:
Reporter stated that a home health nurse tested a patient capillary sample on the coaguchek xs system and obtained a result of 6.8 inr. Within 4 hours, a venous sample obtained from the same patient, reportedly measured 4.5 inr on an unspecified laboratory instrument. Based on the laboratory result, patient's physician withheld coumadin dose. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.